Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ message after 9 days of wearing the adc freestyle libre sensor, further stating he experienced this issue with 5 sensors. Customer additionally reported experiencing a loss of consciousness and that ¿because (he) used up all (his) sensors and had no more sensor to apply nor a bgm¿, he received unspecified third-party medical assistance to ¿stable (his) glucose¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Was omitted from the follow up #1 report.

Event description:
A customer reported receiving a ¿replace sensor¿ message after 9 days of wearing the adc freestyle libre sensor, further stating he experienced this issue with 5 sensors. Customer additionally reported experiencing a loss of consciousness and that ¿because (he) used up all (his) sensors and had no more sensor to apply nor a bgm¿, he received unspecified third-party medical assistance to ¿stable (his) glucose¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has not been returned, an extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs for the libre sensor and sensor kit, and the dhrs showed the libre sensor, and sensor kit passed all tests prior to release. The serial number of the customer¿s product (B)(4) is determined to be valid.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.